Event description:
Customer reported experiencing a high blood glucose event, but the specific value was unknown as it displayed "high." Cause was not known. Customer changed the infusion set and cartridge as corrective actions. Customer reverted to an alternate form of insulin therapy.